Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It is stated that the pump is off and triggers alarms spontaneously. It is unable to diagnose. And the screen is blank. There is unknown patient involvement and unknown patient harm.

Manufacturer narrative:
H3, h6, h7 and h9: updated. The suspect pump was returned for evaluation. Visual inspection was performed and was confirmed that there were no anomalies noted related to the complaint. The service history review was performed, and it was confirmed that there was no previous repair noted. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a faulty main printed circuit board (pcb).